Event description:
It was reported the customer had cracks on their insulin pump. Customer also stated their buttons were sticking. The customer was disconnected from the call before any details could be collected. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).